Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are also to determine the cannula was bent. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The grandmother stated on 25 aug 2019 when the patient woke up he was in the 300's mg/dl, almost to 400 mg/dl. Later in the day, they checked his blood glucose and his dexcom displayed "high." The patient was taken to his pediatrician at 11:00 am because he felt some insulin on his skin. The pediatrician checked his blood glucose and he was in the 300's mg/dl. The pediatrician advised to keep an eye on him and if he gets worse to call him back. They took the patient back to the house. They gave an injection of 9 units of novolog insulin manually. He started to feel nauseous and vomited around 3:00 pm. The grandfather and mother called the pediatrician and described what happened, the pediatrician advised to take him to the hospital. He was taken to the hospital at 4:30 pm. While at the hospital, the patient was placed on an IV immediately. He was also given manual insulin injections while at the emergency room (ER). While at the ER, his blood glucose results were upper 200's mg/dl to 300's mg/dl. When the patient was discharged from the hospital at 10:00 pm, his blood glucose was 235 mg/dl. The grandmother also advised the patient was sick and had what she though was a "stomach bug." It was reported that the cannula appeared bent when the device was removed.